Manufacturer narrative:
Updated fields: b4, g1,g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: b5, b6,b7, d10, h6 health effect ¿ impact codes. A getinge field service engineer (fse) was dispatched to evaluate the unit. On june 26, the machine arrived at the site and the alarm system temperature was high, and the machine needed maintenance. The initial judgment was that the pump component was damaged. The pump component i.e. Compressor, scroll was replaced on july 9. The equipment has passed all factory-specified performance and safety indicator tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
It was reported that during use, the cardiosave intra aortic balloon pump (iabp) unit needs maintenance and the system temperature is too high. There was no patient involvement or adverse event reported.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp) was stopped beating when the reporting system needed maintenance and the temperature was too high.